Event description:
The lens was implanted in 1999. The patient visual acuity pre-op was 20/120 and post-op 20/50. At the examination in 2001, the lens showed the first sign of typical calcification and in 2003 the lens was explanted.